Manufacturer narrative:
Result: there was no visible damage to the exterior of the pump. Conclusion: the complaint has been evaluated. The complaint indicated that the pump's power button had to be held down by the operator during the procedure. Evaluation of the returned device revealed that the power button on the pump stayed depressed during the functional analysis. The cause of this complaint cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 110. During the procedure, the power button would not stay depressed on its own and had to be manually depressed for the remainder of the procedure. There was no report of an adverse effect on the patient.